Manufacturer narrative:
Device manufacturer address 1: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink, non-dehp solution sets leaked. It was further described as "dripping from the base of the drip chamber". The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink, non-dehp solution sets leaked. It was further described as "dripping from the base of the drip chamber". The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.